Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h10.

Manufacturer narrative:
D10: concomitants: 300-30-06 - equinoxe preserve stem 6mm, 5678706; 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, 6063557; 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, 4627826; 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, 5535282; 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, 5711783; 320-35-01 - small glenoid plate, 6001833; 320-15-05 - eq rev locking screw, 5905150; 320-40-00 - 145-deg pe 40mm hum liner +0, a605672; 320-20-00 - eq reverse torque defining screw kit, a723785; 320-10-00 - equinoxe reverse tray adapter plate tray +0, a810596; 320-15-05 - eq rev locking screw, a603317.

Event description:
It was reported that the patient underwent a revision of a right total shoulder replacement due to pain, poly wear, and infection with continued treatment with antibiotics for 6 months post-op (captured on a separate report). Subsequently, approximately seven months later, the patient was noted to be developing deltoid tendonitis at the level of the scapular spine, possibly related to an early scapular stress reaction. As of 9 months after the revision surgery, the patient reported increased right shoulder pain over the past 3 weeks. They noted an incident several days prior, when they picked up their dog and felt the shoulder lock and become painful. They were taking advil. Subsequently, 2 weeks later, the patient was informed that the MRI shows fluid in the shoulder and at this point infection must be ruled-out. The patient underwent an aspiration of the shoulder approximately 10 months after the revision procedure. No growth was identified following the procedure.

Manufacturer narrative:
Medwatch (B)(4) this follow-up report is being submitted to relay corrected information. The following sections were corrected: b5 - user facility report reference moved to h10 for correction. G2 - report source.